Event description:
Patient reported receiving therapeutic shock. Additional education on canceling the shock was done over the phone and will happen when the kit is replaced. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.